Manufacturer narrative:
It was reported that during surgery, it was found an inconsistency on the labeling of the product. There was a marking of the outer packaging of the co-cr implant and a marking of the sterile packaging of ¿not for use with co-cr parts¿. The affected device, used in treatment, was not returned for evaluation. However, pictures were provided which confirmed the stated failure. Our investigation revealed that the employee inadvertantly sticked the red warning label to the related tray. A root cause for this failure is determined as a human error. Based on this investigation, the corrective action is indicated. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, it was found an inconsistency on the labeling of the product. There was a marking of the outer packaging of the co-cr implant and a marking of the sterile packaging of not for use with co-cr parts. A replacement of smith and nephew was used. The patient was not injured, the operation ended well for him.